Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation surgery with two 450cc mentor smooth round high profile memorygel breast prostheses experienced left sided capsular contracture baker¿s grade ii and right sided capsular contracture baker¿s grade iii/IV post procedure. On, (B)(6) 2019, the mentioned complications were diagnosed by a physician. On (B)(6) 2019, the patient underwent bilateral removal and replacement two 450cc mentor smooth round high profile memorygel breast prostheses (r) catalog: 3504504bc lot: 7707347 sn: (B)(4)) catalog: 3504504bc lot: 7707347 sn: (B)(4)) . Moreover, the patient¿s right-sided device was confirmed to be ruptured during explantation. This medwatch form is for the left breast prosthesis. See 1645337-2019-18410 for contralateral prosthesis report.